Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the threshold suspend alarm is going off every 15 minutes at night. Customer stated that his blood glucose was 95 mg/dl and the pump went into threshold suspend. Customer's sensor was set at 60 mg/dl. The customer's current blood glucose is 150 mg/dl and current sensor glucose is 154 mg/dl. Sensor glucose and blood glucose difference is within an acceptable range. Customer was advised that the sensor appears to be responding to changes in glucose based on sensor glucose vs blood glucose. Customer was advised that this may be due to fluctuations in blood glucose. Customer was very confused about the settings and features. Customer confirmed that he needs more training. It was also found that the threshold suspend went off and the pump said check blood glucose not check bolus.